Manufacturer narrative:
This device was reported as included in the field action. Based on the information received and without the return of the product, it cannot be confirmed that this device performed as described in the field action. It is included in the field action in the abundance of caution. Product event summary: the lead was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated oversensing associated with the right ventricular lead. Additionally, analysis of the device memory indicated the impedance of the right ventricular pacing lead was beyond the expected upper range, that there was oversensing due to non-physiologic signals/sensing integrity counter, and there was unexpected delivery of ventricular tachyarrhythmia therapy. Concomitant medical products: dtba1d1 crt-d, implanted: (B)(6) 2014. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient received nine inappropriate shocks. The right ventricular (rv) lead exhibited unstable and high thresholds, high and undefined pacing impedances, oversensing and noise whenever patient moved their left arm. A lead fracture was confirmed. The therapies and alerts for the rv lead were programmed off and the rv lead remains in use. It was noted that the patient was admitted to the hospital to be monitored until a lead revision could be scheduled. No further patient complications have been reported as a result of this event.